Event description:
Pt alleges there was fluid in the cycler at the end of his treatment. His effluent was clear and received antibiotics prophylactically. Sample has been returned for mfg eval.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.